Event description:
The manufacturer's rep reported the pt had been experiencing a recent loss of efficacy. A pump volume discrepancy of "greater" than 25%" was discovered. The hcp had reported the pump was full of drug at the time. A follow up report will be sent if additional info is received.